Manufacturer narrative:
One-unit of wattson model 2250 was returned to vsi for evaluation. The returned unit showed evidence of fep coating tearing or delamination. Based on the information and returned product evaluation, it was determined the root cause was device design related.

Event description:
Limited marketing evaluation (lme): the first sheath and delivery system encountered difficulty advancing approximately near the common iliac, the sheath and delivery system were pulled in and out with simultaneous rotation, and the sheath and delivery system were removed; upon removal, it was visible that the sheath had split in multiple locations and the seam was exposed. A second sheath and delivery system were advanced and valve deployed uneventfully. The valve delivery system encountered difficulty advancing; it was unclear if this was due to the wattson or due to patient anatomy. Associated to: MDR 2134812-2020-00015, MDR 2134812-2020-00016, MDR 2134812-2020-00017.